Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
It was reported that while using day aligners, the patient complained aligners destroyed teeth. Dental provider advised patient would need gum surgery and has fractures in the teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.